Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline, catalog: 3502300, lot: 6707926, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 300cc saline breast prostheses. Deflation of the right breast prosthesis was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 8/22/2018, mentor became aware that the patient was not enrolled in post-approval study. Mentor became aware that the patient fully recovered and experienced no accompanying symptoms. On 8/23/2018, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2018, mentor became aware that the patient had bilateral ptosis. Mentor also became aware that the patient had bilateral removal and replacement with non-mentor breast prostheses. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. Leak testing was performed in accordance with mentor procedures and revealed two leaks on the posterior view caused by two rents measuring less than 0.1 cm. Microscopic examination of the rent a edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Microscopic examination of the rent b edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. A second microscopic examination of the rent b edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the yellow material observed. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Complaint was confirmed for deflation. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).